Event description:
Tissue burn during a tonsillectomy, the pt received a slight burn as a result of contact with the scissor. There are no adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/1996 requires reporting of incident once medical device family initially reported assuming incident could recur.